Manufacturer narrative:
The pod arrived fully deployed. Attempts to retrieve download data for the pod were unsuccessful. Inspection of the device found no damages or defects that would contribute to skin irritation. The cause of the reported skin irritation could not be determined. Cracks were observed in the top housing of the pod. It could not be determined when these cracks occurred or if the cracks affected the pod's functionality.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device for longer than 48 hours. The patient reports having red marks as well as a bump, pain and purulent discharge at the pod infusion site (leg). The patients reported blood glucose was 300mg/dl. The patients parent had administered a manual shot of insulin and applied a new pod. Once at the urgent care the patient was prescribed an antibiotic. The patient was at urgent care for an hour.